Event description:
It was reported that a revision surgery was performed after approximately 6 weeks insitu. The insert dislocated from the locking mechanism post fall. Surgeon believes on inspection that it may have never been locked in at the time of primary surgery. There are signs of femoral implant condylar wear associated with articulation with the tibial base plate.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis was performed and wear is seen on the articulating and non-articulating surfaces of the insert. The non-articulating surface has scratches and deformation. The locking detail is deformed. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. However, the explanted device was returned for analysis, which indicates that wear is seen on both the articulating and non-articulating surfaces of the insert. Additionally, the locking detail was deformed, which is consistent with the surgeon's statement that he "believes on inspection that it may have never been locked in at the time of primary surgery." No further medical assessment is warranted based on the information provided. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.